Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 37 mg/dl at the time of incident, had treated with food. Customer assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states they did not use auto mode. Customer did not allege insulin pump was over delivering. Customer was on the auto order. Customer states the reservoir was pressed or pushed or adjusted while connected. Customer was able to get as high as 47 mg/dl and was able to calibrate. Customer states the insulin pump was not allowing them to calibrate because of the same low blood glucose. The insulin pump will not be returned for analysis.